Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken connection port. Analysis also noted that the lower case was broken next to the battery drawer, the hanger assembly is cracked, one display screw is contaminated, and the display wire insulation is pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg had a broken ventricular connector port and the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator has not been returned for service. No patient complications have been reported as a result of this event.